Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had programming error was mis programming of secondary infusions.

Event description:
It was reported by the pharmacist that, "there is a potential risk for patient safety events related to mis programming of secondary infusions as a result of guardrails only being tied to the duration/time of secondary drugs and not to the doses, concentrations or other guardrails available with continuous drugs". Potential risk of patient safety events with guardrails only based on duration of secondary infusion. Particularly important for antineoplastic drugs based on patient bsa. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Although requested, no further information was provided, and no device was returned for investigation. Customer (pharmacist) implied a product enhancement request by stating that the "guardrails editing software should allow guardrails dose checking on secondary programming."